Manufacturer narrative:
(B)(4).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient presented with back pain, seven years ago, the patient was noted to have a small in diameter thoracic aneurysm. However at that time since the aneurysm was small in diameter the physician elected to monitor the patient. It was reported that gradually over the next four years the aneurysm had increased in the diameter, and the patient was treated. The CT demonstrated that the aneurysm was 5.7 cm x 6.6 cm at distal arch. The physician elected to implant another manufacturer's stent graft. The patient's back pain resolved and there were no issues at that time. Three years post stent graft implant the patient returned with back pain and the CT demonstrated that the other manufacturer's stent graft has migrated distally 2 cm, without evidence of a type I endoleak. The aneurysm has changed from 5.7 cm in diameter to 6.2 cm in diameter. The physician elected to perform an intervention with a talent taa. The talent taa was inserted from the common femoral artery. An angiography was performed and the landing zone was confirmed, the talent taa was deployed at the lcca, and touch up was done by reliant balloon catheter. There was also coiling done at the left subclavian artery, but there were no endoleaks reported. It was reported that the following morning the patient had a cva/stroke, paralysis and lalopathy in the morning. The CT demonstrated that there was an occlusion of left carotid artery. An angiography was performed revealing that the entire left carotid artery was occluded. Therefore, the doctor elected to surgically intervene, instead of additional catheter intervention. The physician cut the left carotid artery, and aspirated the thrombosis from the left carotid artery after 1.4 inch guide wire insertion and balloon catheter dilatation. The patient was then closed. The doctor mentioned he is going to aspirate more thrombosis from the entire left carotid artery, and is also going to deploy a stent to the proximal of talent taa stent graft. No additional clinical sequelae were reported, and the patient is fine.